Manufacturer narrative:
Device with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 25-aug-2016 which is the date the company became aware of the reportable malfunction. The regional service center (rsc) in (B)(6) service log review revealed a delivery failure alarm due to backlight current below minimum (minimum: 800 counts)(actual: 632 counts). This log entry aligns with the time of the reported complaint. Although identified in the service log, the rsc did not experience a delivery failure alarm. The rsc replaced the display as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was backlight failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
On 27-june-2016, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report a delivery failure alarm with inomax dsir (B)(4). There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.